Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
This report is being submitted per information obtained from a literature source. A (B)(6) year-old male with right microtia who underwent soft-tissue expansion with radovan tissue expander made by mentor has experienced a local reaction on the third day after surgery (skin became pale, and the patient complained of pain). At that point 5 ml was removed, the skin color returned, and the pain was alleviated. Then wrinkles from the expander had formed a fold that was protruding. The injections were then continued, but even as the expander grew, the fold did not disappear, and it reached a point of concern over expander exposure. Although exposure never occurred, the injections were discontinued at 65 ml after 5 weeks. The expander was removed from the same incision through which it was inserted. Publication details: title: experiences with soft-tissue expansion. Objective: the goal of the study was to report the experience of tissue expansion surgical technique with a tissue expander. Methods: 25 heyer-schulte, radovan tissue expanders made by mentor in 19 cases for 23 sites were used. The surgical technique was differed according to the case and the purpose of use.